Manufacturer narrative:
As reported, an sv .018 short 180cm st steerable guidewire was being used during dilatation of the leg arteries and the guide tapered into the patient¿s artery. Additional procedural details were requested but are unknown. A non-sterile guidewire (pgw .018 sv short 180cm st) was received for analysis. No original packaging was returned for analysis. Per visual analysis, the wire was received with stretched/unraveled damage and was fracture/separated at the distal tip. No other issues were found. Per microscopic analysis, the coiled wire unraveled/stretched damage and core wire separated condition was confirmed. Sem results showed that the separated area of the body of the guidewire (sgw .018 sv short 180 cm st) presented evidence of diameter reduction, tension marks, ductile dimples, and plastic deformation on the wires of the unit. The plastic deformations and ductile dimples found on the wire, resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35235905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿guidewire- unraveled/stretched - in patient ¿ as well as ¿distal tip-wires-fractured-separated¿ were confirmed due to the stretched/unraveled and fractured/separated damage conditions of the guidewire as received. However, the cause of the stretched/unraveled and fractured/separated damage conditions could not be conclusively determined during the analysis. Vessel characteristics and/or procedural/handling factors may have contributed to the reported events. Based on the findings during the product analysis, the body shaft material was likely induced to a tensile force that exceeded the guidewire material yield strength prior to the separation and unraveled/stretched condition. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a sv .018 short 180cm st steerable guidewire was being used during dilatation of the leg arteries and the guide tapered into the patient¿s artery. After the product evaluation was completed, it was found that the wire was received stretched /unraveled damage and fracture/ separated at distal tip.